Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient became lethargic, short of breath, and complained of back pain. Chest x-ray confirmed hemothorax. An emergent thoracotomy tube was placed and hemorrhagic fluid was drained. Hospitalization was extended. Subsequent x-ray showed improvement. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead are still in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.